Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were sticky and scratched on the front screen. Customer¿s blood glucose level was unknown. Customer stated that the hard to read the screen. Customer stated that insulin squirted out of cannula and unexplained no delivery alarm. Customer stated that battery life diminished, slower to rewind and makes loud grinding noise. Troubleshooting was declined. The insulin pump will not be returned for analysis.